Event description:
It was reported that this right atrial (ra) lead had chronically perforated post implant and exhibited no capture, which was confirmed through a computed tomography (CT) scan. The physician inquired about the magnetic resonance imaging (MRI) status of the system. Boston scientific technical services (ts) discussed that the system is not MRI conditional due to the lead perforation. The ra lead remains in service. No additional adverse patient effects were reported.